Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that at the dye study they were unable to aspirate. The cause of the tremendous amount of resistance/medication getting sucked in with so much pressure when filling the pump was unknown at this point. The plan was to replace the pump and revise the catheter. At the time of this report, the pump remained implanted and set at minimum rate.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (10 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump started audibly alarming around a week ago, but the hcp was unsure why the pump alarming. Per the hcp, they had looked at the patient¿s pump recently and believed that the pump was potentially flipped or there could be a kink in the catheter. The hcp was trying to get a hold of their local company representative but had not been able to, so was warm transferred to nas (national answering service). Additional information was received on (B)(6) 2022 from an hcp via a company representative who reported that the patient had had a miscommunication with her managing physician on the date that the pump needed to be filled and the pump ran dry. The patient was at another provider¿s office today who did not have the medication to fill the pump because they weren¿t anticipating having to fill it. The option of filling the pump with pfns (preservative free normal saline) was discussed. Additional information was received later the same day at which time it was reported that they accessed the pump today and there was 40 ml in the reservoir when they expected 0 ml. The hcp then put the 40 ml back in the pump; programmed it to minimum rate mode; and the patient was scheduled for a dye study next monday. Per the reporter, the pump was flipping around during the refill, but it was unknown when the flipping began. It was also reported that the reporter and the hcp were surprised by ¿the tremendous amount of resistance they were getting when filling the pump; the medication was getting sucked in with so much pressure; it was bizarre."

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021 other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) ubd: 25-mar-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.